Event description:
It was reported, a pt underwent a procedure to repair l4 on (B)(6). During the procedure, a bone cement extravasation occurred. Upon completion of procedure, pt reported no pain and was released. On (B)(6), the pt complained of leg pain. The physician ordered a CT scan for (B)(6). The CT scan showed a small amount of cement posterior and compressing a nerve root. The physician performed a procedure to remove cement compressing the nerve root. On (B)(6)2010, pt was still complaining of leg pain. As of (B)(6)2010, pt was still complaining of symptoms.

Manufacturer narrative:
The extravasation was a function of pt vertebral physiology and not a function of device performance.